Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms. The customer blood glucose level was 140 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer was able to complete insulin pump rewind. Customer states the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.